Event description:
It was reported that a findrwirz perforated the left atrial appendage, resulting in bleeding. Pericardiocentesis was performed while heparin was reversed. The pt recovered and was discharged normally.

Manufacturer narrative:
Additional information was provided by the sentreheart representative who attended the case. The pt had an anterior oriented laa. This combined with the location of pericardial access resulted in additional manipulation of the lariat while trying to capture the laa for ligation. The findrwirz perforated the laa at some point during this additional manipulation. All devices were removed from the pt while pericardiocentesis was performed and heparin was reversed. Tee confirmed bleeding resolved after 90 minutes. The pt then recovered normally with no further sequelae. Potential vessel damage is a known returned for evaluation and there is no evidence to suggest there was a device malfunction. A review of manufacturing records confirmed the device met specifications prior to shipment.